Manufacturer narrative:
Concomitant medical products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2009, product type: extension; product ID 399930, lot# j0454523v, implanted: (B)(6) 2004, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient; product ID 399930, lot# j0454523v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported that the patient had a wire break in 2009. It was reported there was a shock ¿very hard¿. It was further reported the patient had the whole system replaced. **information omitted pertaining to related event (B)(6) ¿ shock/lack of therapeutic effect.** it was further reported the patient thinks the lead break was from lifting their father. **information omitted pertaining to related event (B)(6) ¿ shock/lack of therapeutic effect.**